Event description:
Siemens servoventilator, located in the biomed shop due to an oxygen input module failure that burned up. Upon receiving the new replacement oxygen input module from siemens medical, hosp installed it into the servoventilator, plugged the ventilator into ac power and turned it on. The ventilator started ventilating mormally. However within a couple of minutes the air input module started smoking. Quickly turned the machine off and unplugged it from ac power. A new air input module was purchased from siemens and installed. The ventilator worked properly with no further problems. This is two catastrophic failures of the input modules since event.